Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter occupation, other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was on critical override & disconnected mode. A technical support specialist remotely accessed the medstation uh6c, which was found to be in disconnected mode with critical override active. After contacting the customer and receiving permission, the specialist brought the device down to datasync (gui) mode. The synchronization information showed the last upload occurred at 13:45:29 on the same day, with the last download acknowledgment timestamped at 07:33:23.6210444 -04:00. A backup of the station database was successfully copied to d:\temp\dsclientoltp.bak at 11:09:32 pst and completed by 11:27 pst. Following this, the disconnected mode and critical override icons were no longer visible. The device was then rebooted into cfnapp mode. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a critical override & disconnected mode. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a critical override & disconnected mode. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.